Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer¿s current blood glucose was 328 mg/dl. The customer's blood glucose was 493 mg/dl at the time of the call. The customer also had symptoms like nausea, vomiting, weak, and was not very responsive. The customer treated with manual injections. The drive support cap was normal. The product was not returned for analysis.